Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from these lot numbers.

Event description:
Facility reported to sales representative that alleged leaking occurred at the insertion site during routine flushing. They reported that when they pulled the catheter out and there was said to be no fibrin attached and allegedly no holes that were noticeable. (B)(6)2015 - per sales rep, the catheter was said to have been leaking for four days.